Manufacturer narrative:
The returned pressure transducer printed-circuit board (pcb) which measures the inspiratory or expiratory gas pressure has been investigated. The failures were found to be caused by a defective coil on the pressure transducer pcb, this led to an open-circuit and consequently a loss of the internal -12v. The failure of the coil could lead to inaccurate regulation of gas pressure. It will be detected during the pre-use checks tests. If the failure were to occur during on-going ventilation, alarms will be activated. The failure was confirmed in the received device logs. The cause for the failure of the coil has not been determined.

Event description:
During service of a ventilator for another complaint, it was found that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).